Event description:
Caller wears protective lens which they describe as a thin shell over an existing eye injury. While waiting in the office to have this lens painted, they started sneezing from strong paint smell. After wearing lens for 2 days, still was sneezing and now coughing, had lower back pain and bloody stools. Went to chiropractor who said their back pain may be due to kidney problems. Caller is currently not using lens to see if symptoms go away.